Event description:
Rptr indicated a hp jornada vns computer would not hold a charge. The computer, flashcard, and power cord have been requested for analysis but have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.